Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler versus the lab. Room temperature at time of testing was 24 degrees celsius. Device was at room temperature for one day. Facility has no grey zones. Controls were run on (B)(6) 2011 and calvers performed on meter in (B)(6) 2011. Physicians act on any results greater than 0.05. Caller did not know if the patient was admitted or discharged. Patient's medication list and medical history was unknown.

Manufacturer narrative:
Investigation pending.